Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."

Event description:
A (B)(4) dealer rep emailed to inquire about a warranty for the clamps because an office had a recently purchased clamp break. (B)(6) 2013, the dealer was notified of the warranty and a request was made for dentist information. The dental office could not be contacted directly as they only speak french. A questionnaire was sent to them to get information on the clamp breakage. (B)(6) 2013, received the incident information.